Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in-clinic with an alert for hvli (hv lead impedance) greater than the upper limit. Two vectors showed high and out of range hvli. There were no other electrical issues. Physician elected to do another patient follow-up in 90 days.